Event description:
It was reported that patient presented for device change out due to normal eri. Upon review of fluoroscopy suspected externalized conductors were noted between the svc and rv coil. No electrical anomalies were detected. Lead remains implanted. Patient condition is good.